Event description:
It was reported via repair work order that the bed had no power due to the broken power supply/breaker inlet. It was also reported that one of the power prongs on the inlet were missing. It was further reported that the power cord sheathing was torn. Additionally it was reported that the nurse call cable was detached from the bed connector. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.